Event description:
The complaint ws reported as: the complaint alleges that tubing of the circuit inadvertently got under the pt's shoulder and that is where a burn occurred. No report of pt intervention.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. Product IFU (instructions for use) states on warnings, "do not place tubing on pt's skin." The customer complaint was not confirmed. Based on the information supplied the product was used against IFU warnings causing the issue reported.